Event description:
Complaint received via monthly maude report review for (B)(4) 2014: no details provided except that the physician used an efx system "which resulted in a perforated bowel." Pt current condition is unk.

Manufacturer narrative:
No details or product have been provided. It is not possible to perform a device history record (DHR) review or product review with the details that are known to date. Therefore, no further action can be taken.